Event description:
The user facility reported it was a critical limb ischemia case. Access was gained in the left groin for treatment of the right leg. The target lesion started in the sfa and perfuse disease continued throughout the infrapop region. Wire access was obtained using an 018 gwa. The procedure took much time and the equipment was in the body for an extended period of time; the exact time is not known. Successful crossing of the lesion was completed using the gwa and navicross combination. After crossing, and multiple angiograms of the vessels, the physician attempted a wire exchange through the navicross. It was then that the physician had noticeable resistance. He then tried to remove the catheter while leaving the wire in place and was unable to complete the action. It appeared as if the catheter had become fused to the wire. He tried pulling harder and the catheter hub broke free from the rest of the catheter. He then pulled on the catheter again and a second piece broke. At this point he had decided to remove both wire and remaining piece of the fused catheter. There was no patient harm during this event. The case was a success and patient condition was stable.